Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: keller funnel caused implant to rupture.

Event description:
Healthcare professional reported "an implant that ruptured while being inserted using a keller funnel today." Device did come into contact with patient. Surgery completed with backup device.